Event description:
During a lobectomy procedure, when he released the instrument, bleeding occurred. Staples did not feed into the jaw for half of the staple line. The amount is unknown. The surgeon converted to an open procedure and placed some overstitches to close the tissue. There were no additional pt consequences.